Manufacturer narrative:
The reporter submitted a medwatch for this report: (B)(4) . (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow through a clearlink secondary medication set. The reporter stated that the infusion had been set up with magnesium sulfate (2g in 50ml) through the secondary line and 0.9% saline solution through the non-baxter primary line. The primary bag was programmed at 10ml/hr in order to keep the vein open, and hung lower than the secondary bag. The unspecified infusion pump was set up for 2 hours of administration. After the customer pushed the start button on the pump, flow was confirmed through the secondary line. The reporter stated that ¿less than two minutes later when [they] looked up again the bag was empty.¿ the drip chamber in the primary line was noted to be full, and there was bubbling in the 0.9% saline solution bag. The infusion was immediately stopped. The patient¿s vitals were taken (outcome not reported), the patient¿s magnesium sulfate level was ordered by the doctor (outcome not reported), and the lines were inspected (the setup was verified by the customer to be correct). There was no damage noted to the secondary set before use. There was no patient injury or medical intervention associated with this event. No additional information is available.